Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker became stuck on the catheter's protective sleeve and its helix was bent. The device was not used and the implant was aborted. There were no patient consequences.